Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their most recent blood glucose level was 461 mg/dl. They treated the high blood glucose with a bolus from the insulin pump and a manual injection. They were instructed by their doctor to change the insulin pump¿s basal rate. Assistance was provided. The customer stated they did not want to troubleshoot for the high blood glucose as they were currently working with their health care professional to correct the issue. The device will not be returned for analysis.